Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed due to possible lead or connector issue. Programming changes were made. The patient was stable and will continue to be monitored remotely.